Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Ketone level was large and identified as being dangerous by a healthcare provider. Pump supplies were changed and insulin injections were administered address bg. Contact suspected pump was not functioning. Tandem technical support (cts) reviewed pump data and found pump was functioning as intended. Reportedly, customer used humalog in the cartridge for 3 days. Cts informed customer that humalog was labeled for 2 days.